Event description:
It was reported that the patient hears loud/uncomfortable sounds when yawning and/or chewing. There has been no other drop in performance. Testing confirmed that there is a problem with the ground electrode. Revision is being scheduled, in an attempt to rectify any problems with the ground electrode.

Manufacturer narrative:
The device has not yet been explanted. If it should be, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.